Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket failed. The field service engineer (fse) found that the main half height 3-2 issue was less severe than initially reported, with 9 pockets in rows d and e failed. All pockets were manually released, allowing the device to boot to the application, where both rows successfully completed the firmware update. The unit was then taken to hardware test application, all pockets re-inserted, and the device rebooted. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred involving main drawer 3.2, specifically pocket e3. The customer attempted troubleshooting steps, including rebooting the device and performing a drawer recover; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.